Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated ¿unable to proceed¿ during multiple restart and rewind attempts following a motor stall alert, with the user noting a prior cartridge leak into the pump chamber and a blood glucose of 187 mg/dl; a replacement pump and an additional charger were arranged, and the user reverted to backup therapy while continuing cgm use. Symptoms included no reported adverse symptoms. Outcomes included temporary loss of insulin delivery and interruption of therapy managed by transition to backup therapy. Investigation included review of device error history, assessment of potential fluid ingress, and collection of user reports; the user was instructed on device shutdown, data sync to the mobile app, return of the original device, and that setup would be required on the replacement. Investigation of this case revealed a motor stall with repeated restart failures consistent with a device malfunction potentially associated with contamination of the pump chamber, aligning with a pump mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a motor stall with potential contribution from fluid ingress.